Event description:
A breast biopsy, using a mammotome, was performed, followed by marker placement. When the gel mark applicator was removed from the mammotome, it was determined that the tip had sheared off. It is believed that the tip remains in the patient's breast. There were no patient adverse effects and there are no plans to retrieve the tip from the patient's breast.